Event description:
An altitude alarm was reported by the customer. There was no reported impact to the customer's blood glucose level. Customer was advised with tips on preventing altitude alarms and was able to resume insulin delivery with the original cartridge without needing a replacement.